Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter left a message with animas stating he was not sure the pump was delivering. There was non reported adverse event associated with this complaint. There was no additional information available for this complaint. Customer support (cs) has made several attempts to contact the reporter and has been unsuccessful. This complaint is being reported due to the allegation there may have been a delivery issue with the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten.